Event description:
On (B)(6) 2014, the patient contacted animas alleging that she had been experiencing elevated blood glucose (bg) for the past six months between 200mg/dl and 400mg/dl with extreme fatigue and headache. The patient stated that her healthcare provider (hcp) requested the pump be replaced. The patient stated that she was treated bgs with boluses and site changes. The patient noted that her hcp had made basal changes 3 months ago and again on (B)(6) 2014, with no improvement to bgs. The patient stated that her hcp reviewed the pump¿s download data and noted that basal delivery was missing. Customer technical support reviewed the pump with the patient basal settings were correct. Troubleshooting found multiple instances where the fill cannula step was not completed, however, the patient claimed she always fills the cannula was 0.5units. The patient did a test to fill the cannula during troubleshooting and it was properly recorded in the pump history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the allegation that the pump was not delivering insulin as expected.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: a review of the total daily dose history showed two records for (B)(6) 2014 and for (B)(6) 2014. A manual date/time change was observed in the black box from (B)(6) 2014 11:36 to (B)(6) 2014 11:36. An ezprime sequence was performed successfully with no issues. The pump was exercised for 24 hours with no changes in basal history occurring during testing; there were no 0.00unit basal rates recorded. The units remaining were correctly calculated during testing and were accurately recorded to the pump history. The keypad buttons were tested and no hypersensitivity was observed. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.